Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using proglide devices with a 6f sheath after an interventional coronary procedure. Reportedly, first and second device attempted had a suture break when the plunger was removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.